Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2398821 and 2454298 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege the patient's recent metal ion tests show his blood levels of cobalt chromium exceed several times the accepted safe level of exposure. Doi: (B)(6) 2008 - dor: none reported. Patient is resident of (B)(6). Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (Left hip)

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis. After review of medical record for MDR reportability, patient was revised to address painful left metal on metal hip replacement. Revision notes reported that there was a copious straw-colored fluid present after the incision of capsule. There was also no evidence of inflammation or infection.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.